Manufacturer narrative:
Block h2 (additional information): block e1 (initial reporter address1, initial reporter address 2, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on (B)(6) 2025. Block a2 correction: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the physician successfully deployed the first four bands, which effectively ligated the patient's varicose veins. However, the remaining three bands would not deploy as intended. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the physician successfully deployed the first four bands, which effectively ligated the patient's varicose veins. However, the remaining three bands would not deploy as intended. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.